Event description:
The customer reported having high blood glucose of 581mg/dl, and his blood glucose was treated with the insulin pump. The caller experienced vomiting, nausea, dizziness and difficult breathing. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears normal. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.